Event description:
Reporter name - (B)(6): while using the pump the way it is supposed to be used, the pump took a chunk of the nipple off. There was blood in the milk, the flange and caused nipple pain with and without lactating. Reporter email: (B)(6) / additional product details: momcozy breast pump s12 pro quick, hands- free wearable & wireless pump, with doublefit hybrid flange.